Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the anatomy of the patient made it difficult for the doctor to cannulate the common bile duct. So they used the rotation feature of the autotome to improve the angle. The nurse rotated the tome around 8-9 times, when the tip of the tome suddenly "flipped" 180 degrees. The nurse tried to rotate it back into its original position but the tome wouldn't respond. They took the device out of the scope to see if this would make a difference but it would not rotate at all anymore, it felt like the wire had snapped or detached from the handle. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the anatomy of the patient made it difficult for the doctor to cannulate the common bile duct. So they used the rotation feature of the autotome to improve the angle. The nurse rotated the tome around 8-9 times, when the tip of the tome suddenly "flipped" 180 degrees. The nurse tried to rotate it back into its original position but the tome wouldn't respond. They took the device out of the scope to see if this would make a difference but it would not rotate at all anymore, it felt like the wire had snapped or detached from the handle. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length including distal tip with cut wire was severely twisted and the distal tip was damaged. The cut wire was found to be intact at the distal, proximal ends and through the working length and not broken. Based on these results this is no longer a reportable event. Functional evaluation found that the initial tip orientation did not meet the orientation specification. Also, it was difficult to adjust the tip orientation by rotating the handle due to the severe twisting. The condition of the returned device was consistent with the complaint that the device had incorrect orientation. However, the cut wire was found to be intact and not broken or damaged. Review and analysis of all available information indicated the most probable root cause for this event was "operational context" and the twisted working length is likely due to procedural factors. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.